Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. A 4.00x16mm omega stent delivery system was being prepped for use and when the stylet was removed the stent came off of the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. A 4.00x16mm omega stent delivery system was being prepped for use and when the stylet was removed the stent came off of the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the balloon was loosely folded with stent impressions between the markerbands. The stent was detached from the balloon. The shaft was kinked 13.5 and 14 cm from the distal tip. The stent was inspected and the middle portion of the stent was damaged with multiple rows of struts bent, flared, stretched and overlapping. Inspection of the remainder of the sds and stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).